Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to experience nausea, headaches, lung issues and was diagnosed with cancer. The patient was hospitalized and received medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received on may 14, 2024, and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to experience nausea, headaches, and lung issues. He was diagnosed with stomach cancer and a spot around the pancreas. The patient was hospitalized and received medical intervention. Additional information was received about the alleged dizziness, cancer, and pancreatic neuroendocrine tumor.  After the first attempt to have the device and components returned for evaluation, customer stated the device won't available for return. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.